Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The pump history downloaded at the user facility. A review of the pump history indicates on (B)(4) 2011 at 1532, the pump was powered on and operating on battery power. Between 1532 and 1534, pump powered on, history cleared, confirm morphine 1.0mg/ml, and programmed for the critical care area post anesthesia, in the pca only mode to deliver morphine 1.0mg/ml with a 2.0mg/ pca dose, a 5min pca lockout, with a 20mg one hr dose limit, settings confirmed, and door locked. At 1555, there was a dead battery alarm and power loss alarm. At 1558, the pump was powered on and operating on ac power. At 1709, the pump was transferred to battery power. At 1714, there was a dead battery alarm and power loss alarm. At 1754, the pump was powered on and operating on ac power. On (B)(4) 2011 at 1226, the pump was transferred to battery power. At 1233, there was a dead battery alarm and power loss alarm. At 1420, the pump was connected to ac power. At 1425, the pump was powered on and operating on ac power. At 1518, the pump was transferred to battery power. At 1528, the pump was transferred to ac power. At 1556, the pump was transferred to battery power. At 1822, there was a dead battery alarm, a low battery alarm, and a power loss alarm. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. On (B)(6) 2011 at an unspecified time, the device alarmed for an unspecified alarm code and "immediately lost power." The customer contact could not provide specific details; however, the device remained in clinical use. On (B)(6) 2011 at an unspecified time, the customer contact reported the device again lost power. The customer contact could not specify if the device alarmed at this time prior to power loss. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, it was noted that the battery would not hold a charge and the "battery capacity was low." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.